Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose level (value not provided), and nausea. Reportedly, customer had unspecified issues with a non-tandem infusion set. The infusion set brand and manufacture was not provided. The customer declined to provide additional information regarding the issue.